Event description:
The customer reported a clip was stuck in the working channel of the subject device during a therapeutic colonoscopy procedure. While inserting the clip, it opened halfway and when the user tried to remove it through the working channel, it was stuck. The endoscope was removed from the patient in order to remove the clip and the procedure was completed with the same device. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm foreign material in the working channel but occurrence of the reported event is likely. A review of the device history record found no deviations that could have caused or contributed to material being stuck in the channel. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, a root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the adhesive on the bending section cover was cracked, the insulation resistance test results were out of specification, there was discoloration, a chip, and scratches on the light guide lens, the charge-coupled device lens was scratched, the adhesive on the light guide lens and charge-coupled device lens was chipped, the distal end cover was cracked and burned, the metal braid in the bending tube had cut wires, the connecting tube was scratched and deformed, the coating was peeling from the connecting tube, the paint was peeling from the air/water nut and suction cylinder nut, there was a pinhole in the top of switch 1, the universal cord was scratched, the housing on the connector was damaged, the play in the angulation knob was out of specification, angulation was out of specification, the right/left angulation knob was broken, and the flexibility adjustment could be engaged but the adjustment ring was not smooth. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.